Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right-side deflation." Device remains implanted.

Event description:
Healthcare professional reported, "right-side deflation". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease flat leak test and microscopic analysis was performed which identified, device no leak, non-penetrating nick. And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: no opening and no leak was observed, in the device.